Event description:
New info received indicates that the lead revision was performed. Pace/ sense portion of the lead was turned off and the old competitors lead was connected. The patient was stable post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing were observed. Review of the episodes suggested that the lead issue is a possible cause of the noise. Nsrvo notifier was turned off. The patient will be monitored with a routine follow-up.